Manufacturer narrative:
Product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510 k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
During a check visit on (B)(6), discovery of a disconnection of the catheter from the access port the patient said that for about 10 days he hadn't felt the catheter. No fall or shock which could explain the disconnection occurred. During the previous visit in february, there was no sign of disconnection. Migration of the catheter from the sub clavicular region to the right ventricle was shown on chest x-ray. The access port was implanted the (B)(6) 2016 (no chemotherapy treatment for 9 months).